Event description:
An aneurx device implanted 4 years ago had migrated 5cm from the renals into the aortic sac. In an emergency procedure, an attempt was made with endologix cuffs to bridge between the aneurx body and the renals. Due to the migration and short length of the aneurx main body, the physician was unable to achieve distal seal. The patient was converted to open repair. The event is logged for the reporting of the aneurx migration and patient conversion to FDA and the manufacturer.

Manufacturer narrative:
Unk if physician returned explanted aneurx device to the MFR. Review of lot records/ work orders for endologix cuffs revealed no issues. Information related to the aneurx device is not available.